Manufacturer narrative:
Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
The customer reported that second oscor sheath from new pump kit was used to complete the procedure (lot number unknown). The cause of patient death was acute respiratory rest followed by cardiogenic shock, and was not attributed to the oscor device.

Manufacturer narrative:
The device was used in treatment. The device was not returned for analysis, therefore, the exact cause of the product issue cannot be determined and the clinical observation could not be confirmed. However, the following controls are in place to mitigate the reported product issue. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Per procedure (abiomed introducer sheath in-process and final inspections): measure dimensions: measure tip i.d. Of sheath using appropriate pin gauges to be in range of 0.305" - 0.307" for 23f. Visual inspection: using 10x magnification, verify the tip is round, no flash protruding greater than 0.4 mm (0.016") and no flash with width (around circumference) greater than 0.7 mm (0.028"), no splitting, cracks or other damages. Visual inspection: with naked eye at a distance of 12" to 18", verify the assembled sheath matches the drawing. Ensure parts are free of kinks, cracks, splits, sinks, excessive flash, loose/embedded fm, or any other damages. Per IFU never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. When injecting or aspirating through the sheath, use the sideport only. Avoid subjecting the device to unusual stresses. When assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. No further follow-up is required. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk.

Event description:
It was reported that on (B)(6) 2021 a (B)(6) year old female patient under went an acute myocardial infarction (ami)/ cardiogenic shock (cgs) procedure. The sheath was found to be kinked at the groin where the access into the vein occurred. There was a 5 min delay in the procedure. Another impella rp set was used to complete the procedure. The left femoral vein was more tortuous than the right in most patients, as was the case with this patient. It took a dip toward the patients right side and there was a sharp turn up into the inferior vena cava (ivc). Patient expired within an hour after transfer to cardiac care or critical care units (ccu). The cause of the death is unknown at this time but was not attributed to the device. The device is not returning because it was discarded by the user facility.